Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that they were replacing the patient's implantable neurostimulator. The reason for replacement was unknown but it was noted that the patient had experienced trouble charging their implantable neurostimulator (ins) and the ins was in overdischarge. They tried to interrogate the ins but were unable to as the ins was dead. The patient noted that they had good coverage a year prior to the report. The ins was not buried deep and they felt like the ins may have gone dead due to patient compliance. They were able to palpate the ins easily in the device pocket. The impedances on the lead were checked during the replacement procedure and they were good. The post-op impedances were also good. It was noted that the patient wanted a primary cell device but one was not available for the replacement. The manufacturer representative did not know any other information regarding troubleshooting or symptoms. The patient was implanted for spinal pain. No troubleshooting or causes were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.